Manufacturer narrative:
The customer requested part information for a replacement battery with no engineer evaluation.

Event description:
It was reported to philips that the device had a battery test failure. There is no patient involvement.